Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. Prior to the procedure, it was noted that the motor would not spin on the motor drive unit when the device was activated and that the spinner on the front of the unit appeared to be broken and was noisy. A second motor drive unit was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was found to have a broken coupler. A review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.